Manufacturer narrative:
Technician found that multiple hydraulic functions were not operating on this bed. Isolated the problem to hydraulic manifold. Replaced hydraulic manifold to resolve this issue.

Event description:
Allegation received that multiple hydraulic functions were not operating on this bed.